Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. On-site inspection revealed that the previous driveline sheath repair was lifting as a result of rubbing on the patient's bag thus confirming the reported event. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline sheath repair damage was the rubbing of the repair on the patient's bag. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient noticed that previous the driveline repair was lifting near the opening of the bag. During the service evaluation, the area was reviewed and a driveline sheath repair was performed according to sf0012 rev 03. The procedure was discussed with the patient. The repair was done at inpatient setting. There was no pump stops during the procedure. The patient tolerated the procedure without any issue.